Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Only the anchor and the suture were returned and the inserter was missing. Visual observation under magnification reveals that the anchor was broken and both anchor and suture were covered in bio-debris. This complaint can be confirmed. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. From the information provided in the complaint report, we cannot discern a root cause for this failure. Based on the overall complaint rate for this failure mode, no further action is warranted at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during a shoulder repair that his gryphon br anchor broke when the surgeon was tying the suture. The sales rep stated that the anchor was secured in the bone hole, fully off the inserter, and had been tested by the surgeon before he began tying the suture. While tying the suture the anchor pulled out and broke distally above the 1st thread, just above the suture bridge. The sales rep stated the surgeon used the gryphon drill bit and the gryphon red handled drill guide to prepare the bone hole. The procedure was open and the surgeon did not apply excessive force. The sales rep said the surgeon used orthocord and did not get tangled on anything. The surgeon completed the procedure using a lupine anchor in the same bone hole with no patient consequences or delay. The sales rep reported that the patient was a (B)(6) woman with ok bone quality. The sales rep did not provide further patient information.